Event description:
The customer reported that the system displayed a communication error message and would not boot up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an over-the-phone investigation and scheduled a field service representative visit for the site. No conclusion can be drawn as repair information is unavailable at this time.